Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a left gmrs knee implanted and needed revision due to mrh axle breaking. Patient was getting up from toilet and felt something give.

Manufacturer narrative:
An event regarding crack/fracture of a mrh axle was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis indicates that the mrh axle fractured in fatigue with the final fracture occurring in ductile overload. The fracture origin was at or near the location of the laser marking. Eds showed the device was consistent with the drawing callout. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: the combination of high but still physiological loading condition after a large femoral segmental resection in combination with baseplate failure through loosening, quite likely caused by the cementation technique plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the mrh knee device with fatigue failure as end point requiring revision. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusions: medical review has indicated that the combination of high but still physiological loading condition after a large femoral segmental resection in combination with baseplate failure through loosening, quite likely caused by the cementation technique plus the extreme degree of morbid obesity have together contributed to an overload condition in the axle bearing of the mrh knee device with fatigue failure as end point requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left gmrs knee implanted and needed revision due to mrh axle breaking. Patient was getting up from toilet and felt something give.